Event description:
It was reported that the device went to elective replacement indicator (eri) and early battery depletion is suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that a battery voltage - battery depletion indicated/elective replacement indicator (eri), time of recommended replacement time (rrt) on save to disk was on (B)(6) 2012 with device rrt<=2.62 volts. The weekly battery voltage trend data shows minimum battery =2.64 to 2.62 volts between (B)(6) 2012 and one patient alert for low battery voltage on (B)(6) 2012.